Event description:
Pt was revised to address shoulder dislocation.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. Provided information states a +6 cup was removed and replaced with a +9 cup. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.